Event description:
It is reported that when opening the package, the inside packaging had not been properly sealed. The screw was not used due to sterility potentially being compromised.

Manufacturer narrative:
Eval summary: returned for analysis were a bone screw box, inner carton, and add'l pt labels. The lot number on the pt label attached to the inner box does not match the lot number on the extra pt labels and the box. The lot number on the extra pt labels and box do match. The difference in lot number confirms that the package was opened in the field. The seals on both of the inner cavities exhibit a condition consistent with being sealed properly at the time of manufacture. It is likely that the inner cavity was opened in the field and then placed back into wrong outer box. No further engineering analysis is necessary. Eval: the mfg records were reviewed and found to be conforming indicating that the device was mfg, inspected, and packaged to spec.